Event description:
Additional information received from the healthcare provider (hcp) reported the device was explanted and the patient continued on oral antibiotics.

Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 399960, lot# v173511, implanted: (B)(6) 2009, product type: lead. Product ID 3550-29, lot# n536517, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that they had received a voicemail from the physician indicating an infection at the device pocket that they had been unable to control and that they would be removing the device the day after this report. Relevant medical history includes non-malignant pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.